Event description:
When user attempted to insert the stent into cbd, it could not be inserted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.